Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant housing had extruded through the skin flap and was visible from the outside. Approximately a month prior to that, the recipient had a small wound in the coil area and she reported having pain. At that time, the recipient was still wearing the processor and noticed a decline in hearing performance with the device. She had also reportedly lost a lot of weight and the skin had become thinner in the previous months. Surgical intervention is planned.

Manufacturer narrative:
Conclusion: according to the information received, the user presents with pre-existing conditions that may impair the general state of the scalp, rendering the user more susceptible to skin irritation and infection. The user suffered a significant weight loss, which contributed to the poor skin condition described above, especially considering the presence of constant pressure on this thinned and compromised skin, leading to the observed extrusion of the stimulator. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. In addition, device investigation showed damage to the active electrode caused by minute device mobility, which might occurred due to a contribution of the above mentioned factors. This is a final report.

Event description:
The implant housing had extruded through the skin flap and was visible from the outside. Approximately a month prior to that, the recipient had a small wound in the coil area and she reported having pain. At that time, the recipient was still wearing the processor and noticed a decline in hearing performance with the device. She had also reportedly lost a lot of weight and the skin had become thinner in the previous months. The external equipment might have contributed to the wound, as the recipient had lost a significant amount of weight and the magnet was too strong for the thinner skin flap. The recipient was explanted of the device on (B)(6) 2018. An insertion electrode was left in the cochlea until re-implantation. The new device was implanted on (B)(6) 2018.